Manufacturer narrative:
Completed information: patient identifier. Sids (B)(6). The field service representative (fsr) performed one-site inspection and observed sample racks crashing while on the reagent and sample manager (rsm) which may have compromised the samples. Rsm services was performed to improve movement and function of the rsm. The rsm 2 axis driver board was damaged and service replaced the board, which resolved the issue. Return testing was not completed as returns were not available. A review of the instrument service history found no contributing factors on or around the date of the complaint. There have been no further occurrences of discrepant or erratic results were documented after the likely cause part was replaced. A review of tracking and trending for the replacement of the rsm 2 axis driver did not identify any trends. A review of tracking and trending for the alinity I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the rsm 2 axis driver board, or the alinity I processing module, serial number (B)(4) was identified. This event was initially reported under MFR 3002809144-2020-00673. The investigational findings for the false reactive results are now being reported under this MFR 3002809144-2020-00803.

Event description:
The customer observed false reactive alinity I cmv igm results for seven samples. The following sid numbers were impacted: (B)(6). No specific patient information or data or comparison data was provided for the sid numbers. No impact to patient management was reported.